Event description:
During evaluation of this device for a different symptom, the philips field service engineer identified a "bad battery with no charge." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.